Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to unspecified reasons. No additional information was reported. Analysis of the returned device identified a malfunction with the cuff component.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. The ams 800 artificial urinary sphincter (aus) balloon component was visually inspected, microscopically examined, and tested for leaks. No leaks were identified. The cuff was visually inspected, microscopically examined and tested for leaks. A pinhole tear was identified proximal to the cuff shell seam. The tear appears to be consistent with wear at a corner of a fold in the cuff. The pump was visually inspected, microscopically examined and tested for leaks. It was not functionally tested due to the identified cuff tear. Product analysis identified a malfunction with the cuff component.